Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Subsequently. The battery gauge fluctuated. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump and continued to use the pump for insulin therapy.